Event description:
The customer reported that the pump in style transformer housing was breached, which is a safety risk.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to f/u with the customer to get add'l complaint info are still on going. The product involved in the complaint was not returned for eval/investigation. Therefore, no conclusion can be made as to the cause of the event at this time. Should add'l info or the original product be rec'd, resulting in new, changed, or corrected info, a f/u report will be filed at that time. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).